Manufacturer narrative:
The information provided in this report was not included with the initial report. The information has been provided with this report.

Event description:
It was provided via phone call that the customer had woken up in the hospital. The customer reported they had very rarely lows while sleeping. But, customer woke up with highs over 200mg/dl. Also, customer stated a couple of times highs and lows blood glucose sneak up. The customer's blood glucose at the time of hospitalization was unknown. Customer declined further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer stated that the pump reject new batteries occasionally. The customer was offered 24 hour assistance and declined at the moment.